Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that 1 week later from primary uka, the surgeon thought that the posterior of the insert slightly dissociated from the baseplate on a x-ray. Therefore, he confirmed it on an arthroscopic surgery and revised the insert. The reported insert was slightly bent.